Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system monitor a/d self-test failure was confirmed. The returned system monitor serial number (B)(4) was tested by the service depot, and the reported event was reproduced. The monitor¿s main pcb was replaced with a new component, and the issue was not reproduced after this replacement. A full functional checkout was performed, and the serviced and repaired monitor was returned to the customer site after passing all tests per procedure. The system monitor¿s original main pcb was forwarded to the ppe department for further analysis. The monitor¿s main pcb was inspected, and dry traces of fluid damage were observed. A component that connects to the board¿s d/a and reference supply circuitry was observed to be damaged from the fluid, which would have caused the reported event to occur. The root cause of the reported event was fluid ingress within the system monitor, damaging the monitor¿s main pcb. Review of the device history record for the system monitor, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU), section titled ¿setting up the system monitor for use with the power module¿). Per this section, if the system monitor does not function properly, contact the company's technical service department. Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU. The IFU also instructs users to never expose their power module and other external equipment, including the system monitor, to liquids, as liquid may enter the units and damage them. Per the power module IFU (section 9.0 ¿routine maintenance¿), users are instructed to regularly inspect the equipment for damage, including the system monitor, and to obtain replacements if necessary. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during set-up and testing, the system monitor presented with an error message reading "system monitor a/d self test failed". Re-booting the monitor did not resolve the issue. There was no patient involved and the system monitor and power module were swapped out. Analysis of the returned system monitor identified printed circuit board (pcb) damage that was due to fluid ingress.